Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: pt was to receive magnesium sulfate, 4g, over 4 hours. 118ml total. Due to air in line and repeated priming, patient only received 85ml (72% of ordered dose). Events: new line was primed with ns outside of pump and then again using prime feature on pump. Magnesium sulfate infusion was established at 11:15, as per pump to run over 4 hours. At 14:00 pump began alarming air". Disconnected from patient and removed line from pump flicking out all visible air bubbles without advancing any fluid. Line then primed with 5ml x 2. No visible bubbles. Infusion re-started. Alarmed "air" again after less than 2 minutes. Disconnected from patient and primed with 5ml. Restarted infusion. Alarmed "air" again after less than 2 minutes. Disconnected from patient and primed with 5ml. Restarted infusion and it alarmed "air" again. Infusion bag essentially empty at this point so line disconnected from patient and infusion stopped. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. Therefore, the defect of air in line reported by the customer could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.